Event description:
Note: this medwatch report is being submitted as a result of returned device evaluation. On january 21, 2007, it was reported to boston scientific corporation that during the placement of an ultraflex stent system, "the deployment wire was stuck and the stent could not be deployed". The procedure was not completed as another device was not available. No patient complications were reported.

Manufacturer narrative:
A visual examination of the returned device revealed that the stent was fully mounted on the device, however, the distal loops were partially deployed. Examination of the suture thread noted that the suture thread was caught in the retention suture making it impossible to deploy the stent. The root cause of this failure was manufacturing related. A CAPA has been initiated to evaluate deployment related complaints for this product. The investigation phase of this CAPA is expected to be completed by may 30,2007. A review of the device history record (DHR) was performed on the pertinent lot; no anomalies were noted. A search of the complaint database for similar complaints was conducted; no additional complaints have been recorded for the pertinent lot. The february 2007 15-month trend report for this product family, inclusive of all failure modes, was reviewed; no adverse trends were noted.